Manufacturer narrative:
Date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-23138. It was reported that patient's lead had migrated on an unknown date. In turn, the patient underwent surgical intervention wherein the leads were explanted and replaced. Therapy was restored post-operatively.